Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No compromised force sensor system alarm noted during testing. Unit was unable to prime during prime/compromised force sensor system test due to loosed/protruded drive support disk. The low reservoir alarm feature is working properly. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while changing out the infusion set. The drive support cap was protruded. Customer's blood glucose level was 259 mg/dl. She treated her high blood glucose level with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.